Manufacturer narrative:
A sample is being returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not rec'd to date. (B)(4).

Event description:
A surgeon reported that during surgery, the machine was started up and system message was displayed upon pushing on the pedal. The system message was blocking and systemic. The patient's eye was opened and surgery was aborted. The patient's eye was closed and the surgery stopped because it was impossible to fix this issue in 30 minutes. Add'l info was rec'd from the nurse who reported that the patient was transferred to another hospital the same day to finish the surgery. The surgeon saw the patient the day after surgery and the patient was well. The nurse also reported that previously the facility had lent their pedal to another entity. She also reported that when they connected the pedal, the day of the event, during the surgery, static electricity damaged the pedal card. Add'l info has been requested but not rec'd to date.